Manufacturer narrative:
We received one sealed sample with the lot 9729248. After receiving this sample, we searched for other complaints and we found none regarding the lot number 9729248. At visual examination, there is no defect on the tube, no problems with balloon inflation/deflation. The folysil catheter received was measured. The measurement of the catheter outer diameter is in accordance with the specification. Despite the investigations carried out, no defect was identified with the sample received. Checking quality database reveled no anomaly in connection with the described problem. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the patient experienced pain, bladder spasms, urination along the catheter and the feeling of urgency.